Event description:
It was reported on (B)(6), 2012 that the patient was experiencing anxiety. On (B)(6), 2012, it was reported that the patient was unable to stand.

Event description:
It was reported that the patient experienced a lack of therapeutic effect which started 2 weeks post implant. It was indicated that the patient had been seeing her provider 2 times a week to get her medication "bumped". The patient symptoms included; head-spins, the inability to focus, a feeling to pass out, intense pain, dizziness, sweating, constipation, and incontinence. In addition, the patient shakes after her oral medications wear off and she suffers from "rsd" and use to be on oxycontin. It was also reported since pump implant, that the patient had difficulty sitting and could not sit well. It was reported that the patient was working with the hcp, but she still had concerns regarding the device or therapy. On monday, the patient was seen by her health care provider (hcp) and it was noted that the medication was the cause of the patient's constipation but the medication was not changed. It was indicated that the pump may had been clogged and it was planned for the patient to have a magnetic resonance imaging (MRI) scan performed to diagnose inflammatory mass. No other trouble-shooting or diagnostic testing was noted. The patient's outcome was not provided. The drugs delivered via pump were clonidine and morphine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Patient reported she might have a granuloma. Patient stated she never had therapeutic effect; she had not gotten any relief. The patient was in so much pain she was afraid she was going to have a stroke. The patient had severe spinal pain and that it was "more pain than before it was installed". The patient's body would go into tremors and sweats. When the patient was at her doctors on (B)(6) 2012 the patient was shaking so much that the doctors had to help her to her car. About 3-4 weeks prior the patient's pain level started to elevate so the physician gave the patient a cortisone/prednisone pack which made her violently ill. On (B)(6) the patient had a series of injections on her lumbar. The patient went in for a refill on (B)(6); the pump was refilled, nothing was increased. Patient told the physician she was not getting any pain relief. The physician directed the patient to see a psychiatrist. The physician did not believe there was anything wrong with the pump. An MRI of the lumbar with and without contrast was performed on (B)(6) to check for a granuloma and nothing was found. The MRI did not show good visualization of the catheter tip. Per hcp, the patient's pain symptoms were extremely varied from visit to visit (pain in elbow, pain in hip, back, etc). The patient had not had any neurological symptoms that would be indicative of a catheter tip granuloma. There had been no further pump troubleshooting and the patient was still receiving medication via the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8591-38, lot# d12885, implanted: 2012-(B)(6), product type accessory. (B)(4).